Event description:
It was reported that during a device change-out, loss of capture was observed in all vectors for the lv lead. There were no other electrical anomalies. The lead was left in and the new device was reprogrammed to rv only. Patient will be followed normally.